Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the lor syringe leaking could not be determined based upon the information provided and without the sample.

Event description:
The 10 ml luer-slip syringe has a loss or resistance and a leak by the piston when pressurizing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The 10 ml luer-slip syringe has a loss or resistance and a leak by the piston when pressurizing. The patient's condition was reported as fine.